Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. The reported low flow event was confirmed via log file analysis, which revealed a slight decrease in power consumption and estimated flows beginning on 15-oct-2020. Twenty (20) low flow alarms have been logged since 20-oct-2020. Additionally, log file analysis also revealed two (2) controller power up events on 15-oct-2020 and 16-oct-2020 at 21:03:17 and 17:30:49 respectively. The data point prior to the first loss of power revealed that an adapter was connected to power port 1 and battery 1 was connected to power port 2. The data point recorded after the first loss of power revealed that an adapter was connected to power port 1 and no power source was connected to power port 2. The data point prior to the second loss of power revealed that a battery with an unknown serial number was connected to p ower port 1 with 24% rsoc and battery 1 was connected to power port 2 with 49% rsoc. The data point recorded after the second loss of power revealed that battery 2 was connected to power port 1 and battery 3 was connected to power port 2. The controller was without power for 17 and 22 seconds respectively. The unknown battery with an unknown serial number is an additional finding unrelated to the reported event. The battery was likely in a sealed state; as a result, the controller is unable to obtain a serial number when communicating to the battery. However, the sealed state does not impact normal operation of the battery. Based on the available information, the device may have caused or contributed to the reported low flow event. As a result, the reported loss of power and low flow events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause for the observed battery in a sealed state can be attributed to communication errors prior to the patient receiving the controller most likely unintentionally sealed the battery. Additional products: controller 2.0 h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected losses of power and the ventricular assist device (vad) exhibited low flow alarms. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the apogee international clinical study. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial or lot#: (B)(4) UDI #: (B)(4)device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 24-jun-2019 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.